Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the ø3.2mm pin guide, locking, noted that the black clip was broken off. Functional testing was not performed due to the damaged to the device. The most likely cause of the reported failure can be attributed to wear and tear due to repeated use of the device in the field.

Event description:
On 11/06/2025, it was reported by a sales representative via (B)(4) that an 0312-200 locking pin guide black connection broke and would not click into the outer sheath due to wear and tear. This was discovered during the case. The sleeve was pushed down on the outer sleeve to get accurate measurements, and the case was completed with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.